Event description:
It was reported that the right ventricular (rv) lead was capped due to dislodgment. It was noted that the dislodgement was confirmed through fluoroscopy on the day of the procedure. The lead was replaced. No additional adverse patient effects were reported.